Event description:
Same case as: MDR ID 2134265-2013-04629, MDR ID 2134265-2013-04672. (B)(4). It was reported that subsequent to a percutaneous coronary intervention procedure, the patient experienced cardiac enzyme elevation. The patient presented as unstable angina with myocardial infarction in (B)(6) 2013 and underwent a cardiac catheterization procedure which revealed 2 target lesions. Target lesion #1 was a 95% stenosed lesion located in the 1st obtuse marginalis (om) artery with a reference vessel diameter of 3.00mm and a lesion length of 20mm. The lesion was predilated with an unspecified balloon and placement of a 3.00 x 28 mm study stent was deployed. Post deployment of the study stent a grade c dissection was noted distal to target lesion. This dissection was treated with placement of another bailout 3.00 x 20 mm study stent with 0% residual stenosis. Target lesion #2 was a 80% stenosed lesion located in the proximal left anterior descending (lad) with a reference vessel diameter of 3.50mm and a lesion length of 22mm. The lesion was predilated with an unspecified balloon and placement of a 3.50 x 28 mm study stent was deployed, resulting in 0% residual stenosis. On the same day, there was an elevation of troponin levels until 3 days post index procedure

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that when the patient presented in (B)(6) 2013, the subject was admitted with complaints of neck pain and shortness of breath. The subject was found to have a nstemi with progressive increase in troponin I levels. Elevated biomarkers indicated ischemia prior to the procedure. Three days post index procedure, the subject continued to experience jaw pain after the index procedure and the troponin I levels were found to remain elevated. The subject was treated with medication and was discharged 5 days post procedure.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).